Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial#: (B)(4) product type: catheter. Product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2008, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 24-jan-2021, UDI#: (B)(4) ; product ID: 8596sc, serial/lot #: (B)(4), ubd: 04-jun-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019 information was received from a manufacturer representative (rep), regarding a patient receiving fentanyl (10,000 mc g/ml, 4,000 mcg/day) via an implantable pump for scoliosis, chronic pain, malignant pain and spine/back. The patient's concomitant medication was muscle relaxers. Information received reported the patient was having a pocket revision performed on their pump because the skin was thinning over the pump site. When attempting to disconnect/detach the catheter from the pump, the connector would not release and was destroyed. The pump was okay. The catheter was replaced with catheter (sn: (B)(4)) but could not be aspirated through the catheter access port (cap) to confirm it was patent. Saline (pfns) was injected and the catheter bulged just after the connector and was "totally occluded". The catheter was then disconnected and replaced with a 8578 (sn: (B)(4)) and the system had good flow. The issue was resolved at the time of this report.

Manufacturer narrative:
Analysis of the catheter ((B)(4)) found a tear in the inside sealing surface of the sutureless connector (sc), near the guide ring which did not affect the functionality of the catheter. Analysis of the catheter ((B)(4)) found damage to the sutureless connector (sc) which is consistent with explant damage. The previously reported conclusion code 22 has been updated to 67. The previously reported method codes 4114 and 4117 have been updated to 10. The previously reported results code 3221 have been updated to 213. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.